Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device had a faulty speaker (speaker does not respond). The customer reported that there was no patient involvement.